Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the scrub tech tests passing the glidesheath slender wire through the access needle as they prepare their table for the case and the wire could not be forced through the needle. The device was not used, and a new glidesheath slender device was opened to complete the case. The account reported there was a bump on the wire that must be forced through the introducer needle. The patient was unharmed, and the procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.